Event description:
During surgical repair of an entropian using a double armed "supramid" to tighten the lower lid muscles, the suture detached from the upper arm needle resulting in loss of the needle in the soft tissue.